Manufacturer narrative:
Reported issue: it was reported that the irrigation clip broke. Product history review: it was determined that there is inadequate information to conduct a product history review for this device. Reference nc 1747567 for further information. Complaint history review: a review of complaints related to p/n 111690, lot 178346 shows 2 additional complaint(s) related to the failure in this investigation. Complaint pr: (B)(4). Visual inspection: visual inspection could not be performed because the product was not returned. Dimensional inspection: dimensional inspection could not be performed because the product was not returned. Material analysis: material analysis could not be performed because the product was not returned. Functional inspection: functional inspection could not be performed because the product was not returned. Conclusion: it was reported that the irrigation clip broke. This failure mode could not be confirmed because the part was not returned. If device and/or additional information become available, this investigation will be reopened. H3 other text : device not returned.

Event description:
Gray plastic piece separated from the metal portion of irrigation clip intra-operatively. Required steri-strips on clip and around hd long in order to maintain irrigation. There was a 2 minute surgical delay. Pka case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gray plastic piece separated from the metal portion of irrigation clip intra-operatively. Required steri-strips on clip and around hd long in order to maintain irrigation. There was a 2 minute surgical delay. Pka case.